Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the connecting tube's lock levers were broken off. There were no reports of patient involvement.

Manufacturer narrative:
Correction: h4 has been updated to reflect the correct manufacturing date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was manufactured in december 2013, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that the lock lever of the cleaning tube was damaged due to an external force being applied, making it impossible to connect. The cause of the external force being applied to the cleaning tube is thought to be applying force in the wrong direction. There is an inspection method for the suggested event in the instruction manual: preparation and inspection: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.